Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri implantable pacing lead (B)(6) 2012; 5086mri implantable pacing lead (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient was experiencing diaphragmatic stimulation from the left ventricular (lv) lead after implant. Reprogramming was attempted but the lead was ultimately removed and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).